Manufacturer narrative:
Date sent: 02/26/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a total gastrectomy, the hand activation buttons did not work; continued to use the device with the footpedal. No pt consequences were reported.